Manufacturer narrative:
A sample or photo was not available for evaluation. The complaint device history record (DHR) was reviewed, no issues were documented. All quality visual checks were documented as "pass". No product was placed on hold for foreign material or metal shavings. According to quality records, this material met specification guidelines. A root cause could not be determined. Customer feedback is reviewed by the complaint review board which utilizes metrics such as cpm (complaints per million) and trend analysis to monitor the effectiveness of the process and quality control. This incident has been communicated to the manufacturing teams and will be included in our trend analysis to monitor for any corrective action needs. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The sample is available for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Customer stated that while wrapping a tray for sterilization, she found metal shavings in the sterilization wrap. A metal shaving poked her and broke the skin on her finger. The customer was not able to locate the metal shaving for evaluation. A secondary issue for sterilization wrap was communicated, the daisy pattern was raised and there was linting observed. This caused a two-hour delay. No cases were canceled. The customer stated they resolved the issue by opening new trays.